Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient was presented to the operating room for a device replacement issue due to the fsca battery advisory, upon device interrogation, high, out of range, low voltage lead impedance issue and no capture issue was observed on the lead prior to the operation. Lead was explanted and a new lead was implanted. Patient was stable and will be followed normally.

Manufacturer narrative:
A partial lead was returned in one piece. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.